Event description:
Received information regarding a leaking cartridge. Customer received message that she overfilled cartridge. Reportedly, the cartridge was loaded to 250 units. Customer's blood glucose level was not impacted.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.